Event description:
On the date unknown, the patient underwent a partial resection of bladder and total resection of sigmoid colon to treat bladder and sigmoid colon cancer. In (B)(6) 2013 (date unknown), abdominal CT images revealed rapid enlargement of aortic diameter from 24mm to 37mm within 6 month, and the physician diagnosed this as an inflammatory abdominal aortic aneurysm. The physician elected to monitor the aneurysm since treatment for ventral incisional hernia and trans-urethral resection of bladder cancer were prioritized. On (B)(6) 2013, the patient vomited blood with melena and was emergently transferred to the hospital. The physician suspected aorto-duodenal fistula although it was not confirmed by an endoscopy due to excessive bleeding. On the same day, the patient underwent an endovascular procedure using the gore® excluder® aaa endoprosthesis to stop the bleeding as well as to repair the inflammatory abdominal aortic aneurysm. Postoperatively the patient had stable vital sign without any sign of bleeding, and was monitored with fasting therapy. On (B)(6) 2013 (8 days after the implant), CT images revealed that the stent graft had a contact to intestinal gas. Endoscopy performed on the same day confirmed the aorto-duodenal fistula and on the endoscopic image the stent graft could be seen from it. It was reported that the cause of the fistula was the inflammatory abdominal aortic aneurysm. On (B)(6) 2013, without any sign of infection and any problem on the vital signs, the physician assumed that infection would occur and therefore performed laparotomy. It was reported that the physician determined to perform two-staged surgery and resected only the duodenum at the laparotomy because the patient's condition was not good enough to bear both the duodenum resection and graft replacement. Immediately after the laparotomy (date unknown), the patient developed sepsis. Usual treatments including administrating antibiotics were done to treat the sepsis. On (B)(6) 2013 (7 days after the laparotomy), the patient expired due to the sepsis. The cause of the sepsis is unknown, reportedly most likely to be related to the laparotomy. The patient's condition had been bad pre-operatively. The physician commented that the devices were not infected.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The review of the sterilization paperwork verified that this lot met all pre-release specifications.